Event description:
International customer reported that a pt began to haemorrhage from the carotid surgical site one week following a carotid artery surgical procedure. The pt was returning to surgery for repair. The operating surgeon states that the suture was broken.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental form will be submitted accordingly.